Event description:
It was reported that the clinician opened the door due to an ¿air-in-line¿ alarm. It was noted that the pump module physically disconnected from the pcu and fell off after the door was opened, which caused separation of the tubing that was infusing total parenteral nutrition (tpn). It is believed that the force and weight of the pump module falling on the floor snapped the tubing at the silicone segment. The clinician was unsure as to what attributed to the malfunction of the pump. Patient was unable to receive the remainder of the solution as tpns are only prepared once a day. However, the patient received custom fluids overnight, which was made by the pharmacist stat. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012). Additional information: imdrf annex a and g codes and manufacturer narrative.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinician opened the door due to an ¿air-in-line¿ alarm. It was noted that the pump module physically disconnected from the pcu and fell off after the door was opened, which caused separation of the tubing that was infusing total parenteral nutrition (tpn). It is believed that the force and weight of the pump module falling on the floor snapped the tubing at the silicone segment. The clinician was unsure as to what attributed to the malfunction of the pump. Patient was unable to receive the remainder of the solution as tpns are only prepared once a day. However, the patient received custom fluids overnight, which was made by the pharmacist stat. There was patient involvement but no harm.